Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, a lateral imprecision of 15mm was observed. The representative reported that there was a fracture in the vertebrae as it was a trauma procedure. The reported issue was discovered when placing the t8-t9 screws on the patient's left side. It was reported that the planar probe was not where it anatomically should be as the system showed they were at the t11 vertebrae. A second image acquisition performed did not restore accuracy. The surgeon opted to complete the procedure without the use of the navigation system. When performing a confirmation image acquisition, a screw was found to have been placed in the disc space. The representative reported that the surgical area was rigid and fixed. The representative reported that the screw in the disc space was revised. There was a reported delay to the procedure of more than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.